Manufacturer narrative:
(B)(4). Evaluation summary: visual and functional inspections were performed on the returned device. The reported cuff miss was confirmed as a suture retrieval issue. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
Subsequent to the initial medwatch report, the following additional information was received. The general comment received a cuff miss for (B)(4) parts was investigated and information obtained indicated specific patient information for this case.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The nine additional perclose proglide devices are being filed under separate manufacturer report numbers

Event description:
It was reported as a general comment that ten cuff misses had occurred after puncture closure of an unspecified vessel was attempted using a proglide device after an interventional procedure. An additional proglide device was used to achieve hemostasis. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was reported. The number of patients and procedures were not provided. The physician is reported to be trained in the use of the proglide device. No additional information was provided.